Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and left ventricular (lv) lead were explanted and replaced due to failure to deliver pacing when required. There was no visible damage seen during the revision procedure. No additional adverse patient effects were reported.